Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was 178 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked reservoir tube, cracked display window, minor scratches on display window and cracked case near display window corners noted during visual inspection. No button error alarms noted. No button response due to moisture damage on keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).